Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the pt's right eye. On pt's 1st visit after post-op on (B)(6) 2013, the pt stated his vision was foggy and felt slight pressure. Second visit on (B)(6) 2013, the pt stated he went elsewhere for an eye exam and his pressure was 34. His va is blurry, has glare and his vision for distance is not good. Medication twice a day for eye pressure, pt has ache. Pt is not happy, outcome not good as he had hoped for. Reporter stated the physician felt the cause of this incident is a defective lens. Surgery scheduled on (B)(6) 2013, to have lens explanted and exchanged for another lens. Several attempts have been made to request add'l info on the surgery to explant the lens. No add'l info has been forthcoming. A supplemental medwatch will be submitted when add'l info is available.

Manufacturer narrative:
Evaluation method: lens work order search. Results - a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. #(B)(4).

Manufacturer narrative:
Method device history review, medical review. Results: device history review: based on the results of the DHR review, there is nothing within the manufacturing process that can be identified to be a contributory factor to this claim. It is highly unlikely that the lens was the incorrect diopter since the diopter verification for the work order was successfully completed and all lenses in the work order were accounted for. Based on the above investigation, and root cause analysis, the root cause of the patient's poor vision is unknown. Medical review: od: reportedly the patient at every follow- up post iol (collamer single piece ) implantation was present with elevated iop and foggy/glare vision. Medication for raised iop was prescribed. According to the report from the facility the surgeon felt that lens was "defective" but no more details were provided. The explantation/exchange of the iol was scheduled for two months after the original surgery. Multiple attempts have been made in order to conduct more information but were unsuccessful. The lens was not sent back for evaluation so, based on the limited information it is very difficult to determine the device causality. It should be noted that patient factor(anatomy, physiology) or procedure factor( iol placement) could have caused/contributed to the event. Reassessment will be performed upon additional information is received. Conclusions: based on the complaint history, work order search, device history review, and medical review a specific root cause of this event could not be determined. (B)(4)